Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (B)(6) 2007; 694965 lead implanted: (B)(6) 2005; 507645 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient suffered a fall, after which a hematoma developed over the pocket of the device. Bleeding from a pocket corner was noted. Subsequent physician inspection found that the device was exposed. While a device check did not reveal any issues, and there were no allegations against lead performance, the device and associated leads were removed and replaced at the physician's discretion. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.